Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when she changes her insulin pump site, the priming goes very fast. Customer stated that when she presses the act button, numbers come back up right way. Customer stated that the insulin stops after releasing the act button. Customer believes that the piston is moving faster. Customer was reporting a past event and stated that the no delivery alarm did not occur during manual prime. Customer reported that the event was resolved by changing the complete set (infusion set and reservoir). Customer's blood glucose was around 300 mg/dl at lunch. Customer treated with a bolus of 3.6 units and does not want to troubleshoot for the high blood glucose. Customer stated that the rewind sounds normal but he only found a check setting alarm and no delivery alarms in the alarm history.